Event description:
The account alleged that the patient has bruised their leg when it was stuck under the side rail between the mattress and side rail.

Manufacturer narrative:
The account stated that they had other entrapment issues that had not been reported to us as well in the last few months resulting in bruising. No further information is available on the repair of the bed at this time.